Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) and she went to hospital (B)(6). The patient was hospitalized for nearly one day and treated with sodium chloride (nacl) and insulin infusions. The pod was worn for an unknown length of time on the patient's abdomen. No further details were provided.

Manufacturer narrative:
The device received had the cannula assembly fully deployed. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels.